Manufacturer narrative:
The unit has been returned to the manufacturer for evaluation and is currently under investigation.

Event description:
It was reported that the machine turns on but shuts off after 10 to 15 minutes with no alarm or error message. The machine was engage in monitoring. This occurs on ac power. No patient incident reported.